Manufacturer narrative:
A safety valve and an exhalation valve were returned to covidien/medtronic¿s product analysis. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use an 840 ventilator did not alarm when the patient circuit got disconnected. It was also reported there was an issue with the breath not coming to completion. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) found the safety valve was leaking, the exhalation seal and valve test was failing. The field service engineer replaced the safety valve and exhalation valve. The fse performed testing and calibrations and the ventilator operated within the manufacturing specifications.